Event description:
A surgeon reported that while performing a cranial tumor resection, on a small deep tumor, the surgeon registered using pointmerge and navigation showed the needle at the tumor. A biopsy was taken, the sample taken did not show any abnormal tissue. The surgeon discontinued the use of the stealthstation treon treatment guidance system and the patient was closed. There was no harm to patient.

Manufacturer narrative:
Investigation by medtronic representative, finds that the following day, the site reported the patient was going to be re-scanned and returned to surgery for a second attempt at the tumor resection. The surgeon communicated that the procedure went perfectly and without issue. The patient is doing very well and there were no further issues.

Manufacturer narrative:
The fiducials were placed too close together at the top of the patient's head and the scatter from original scan should have been edited out. The representative educated staff and surgeon about how to complete a successful registration. Software functioning as designed.